Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump was malfunctioning. The customer experienced low blood glucose levels four times over the last year. The customer went into a sugar induced coma and had to be hospitalized on (B)(6) 2015. Customer's blood glucose level was 38 mg/dl. His current blood glucose level was at 358 mg/dl. He treated his low blood glucose level with food. The insulin pump's display went blank and did not power back on. The insulin pump alarmed failed battery test. The displacement test passed. The customer was hospitalized twice last year for low blood glucose levels. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.